Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin (loading dose of 2 grams per 72 hours, route not reported) and amikacin (100 milligrams per day) intraperitoneally for the peritonitis event. Three days after initiation of treatment, vancomycin was revised to (1 gram per 72 hours, route not reported). It was reported that seven days after the onset of peritonitis, the patient passed away. The cause of death was due to another indication and peritonitis. It was reported the patient was taken to the emergency room via ambulance (due to other indication) and upon arrival the patient had no pulse. The patient was intubated and all cardio-pulmonary resuscitation (CPR) attempts failed. Antibiotic treatment for the peritonitis event was ongoing until the time of death. Apd therapy was ongoing until the day prior to death and the patient was not connected to the homechoice device at the time of death. It was reported an autopsy was not performed and a death certificate was not available. No additional information was available.